Manufacturer narrative:
MDR / initial 1 of 4. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced four infusion sets bent cannula events between (B)(6) 2026 and (B)(6) 2026 at abdomen site within three hours of insertion. Blood glucose level was high at the time of the event and patient took correction injection via multiple daily injection (mdi) to resolve the issue.